Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in-clinic for a normal follow-up, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016.